Event description:
It was reported that the tissue pad came off completely while removing an old lap band during a laparoscopic sleeve gastrectomy. The tissue pad was retrieved from the patient and a second device was used to complete the case with no consequence to the patient. One device will be returned for analysis by the customer.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.